Event description:
Litigation papes allege: suffered symptoms and damage to her body including but no limited to severe pain and discomfort in her groin, thighs, buttocks, back, and hip joints; instability to walk without pain and discomfort; popping and clicking sensations in her hip joint infection and inflammation of bone and tissue surrounding the implants; metallosis; formation of pseudotumors and alval; lack of mobility; chromium and cobalt toxicity and other complications (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.